Event description:
The "ICD" was replaced when the battery was found to be depleted after being implanted less than six months. The device had not exhibited an high volume of therapy, charging or pacing that would place an excessive load on the battery.